Event description:
The recliner bracket that attaches the seat to the frame and the upper bolts snapped in half on the left hnd side of the assembly. Te assembly is only available as a kit so had to part out as a kit.